Event description:
After an implantation period of approx. 51 months, it was reported that the patient died. Biotronik was not informed about the exact time of death. The whereabouts of the device is unknown, and the hospital is trying to locate it. Should additional information be received, this file will be updated.

Manufacturer narrative:
The patient is buried with his ICD, so most likely the ICD will never be available for us. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data, which consists of follow-up data until (B)(6) 2021 and home monitoring data until (B)(6) 2022, have been analyzed. The analysis did not show any anomalies regarding the ICD functionality. The battery status was mos1 with a voltage of 3.11 v. The battery was not depleted. The registered charging times of the shock capacitors were in the expected range. The last ventricular tachycardia (vt) episode from (B)(6), 2021, showed regular detection by the ICD and resulted in appropriate 40 joule shock delivery that terminated the vt. All trend data also documented normal pacing and shock impedance values. The ICD functioned as expected based on the available data. In conclusion, the ICD was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. The battery was not depleted. The data showed no relationship between the ICD and the reported patients death.